Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06546. It was reported that the patient presented for a scheduled procedure. Prior to procedure, and interrogation was performed, and it was discovered that the right ventricular lead exhibited failure to capture and high impedance and the right atrial lead exhibited under-sensing. The leads were explanted and replaced. There were no patient consequences.